Event description:
It was reported that during an open reduction interbody fusion (orif) hip fracture procedure surgeon reduced the fracture and drilled the hole for the lag screw in the femoral head. Surgeon inserted the dhs/dcs one-step lag screw with the dhs/dcs one-step insertion wrench and attached the 130 degrees dhhs sideplate-std barrel and it became stuck on the inserter. Surgeon removed the inserter, plate and the lag screw and selected another dhs plate and inserter to complete the procedure. An extra 10 mins was added to the procedure. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval revealed that one dhs/dcs one step insertion wrench was returned for eval. The shaft was damaged at the end where the flats are located. The damage consists of deformation or bulging of material on the edges of the flats and the entrance of the small bore. This condition is not associated with mfg and is damaged from use in the field. The relevant dimensions of the shaft are affected by this damage and cause the features to be out of specifications. There was no functional check performed. Based on the condition of the returned device and eval, the complaint is deemed invalid from a mfg standpoint. The review of synthes device history records for mfg revealed no complaint related issues.